Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a pacemaker. Technical services (ts) reviewed and found right ventricular (rv) loss of capture. The next beat is declared fusion however, there was no deflection on the electrogram (egm). Ts was not sure if it was truly fusion or not. Ts reviewed lead trends, and all seemed to be stable. Additionally, there was a stored pacemaker mediated tachycardia (pmt) episode and noise was found on the rv egm. There was no pacing inhibition. The patient is scheduled for a generator change out and ts recommended to evaluate the rv lead. At this time, the device and non- (B)(6) rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).